Event description:
New information received notes that the patient's right ventricular lead exhibited noise.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the patient¿s right ventricular (rv) lead exhibited loss of capture and low pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.